Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited what may be t-wave oversensing. The electrograms revealed a short pause followed by a beat, then a long pause followed by another beat, then at short pause. This pattern continued. In addition, this patient was diagnosed as having an infection so will be having the device removed.